Event description:
It was reported the patient had lost weight and as a result had discomfort at the ipg site since he was now sitting on the area. Follow up identified the physician undertook surgical intervention and moved the ipg to a new site on (B)(6) 2013. It was reported the surgery had resolved the issue, and the patient no longer had pain at the ipg site.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.